Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the operating room for right ventricular lead replacement procedure due to failure to capture and dislodgement. The lead was explanted and replaced successfully. The patient¿s condition was stable.